Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A zlb00 20.0 diopter intraocular lens (iol) was explanted due to a patient dissatisfaction with waxy vision and glare in the left eye. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient post-op injury.

Manufacturer narrative:
Corrected data: on the initial report email address was inadvertently left blank. This report is being filed to include the email address (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.